Manufacturer narrative:
The date of the event onset was reported as an unknown date prior to (B)(6) 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown one-link set disconnected. During an unknown infusion process step, the intravenous tubing became disconnected from the cap. The patient was then reported to have been diagnosed with a central line-associated bloodstream infection (clabsi). Treatment details and the patient¿s recovery status were not reported. The patient had been hospitalized for an unspecified condition when the event occurred. No additional information is available.